Manufacturer narrative:
Investigation included technical troubleshooting and review of device use and error behavior. Investigation of this case revealed sensor communication disruption with the ilet consistent with early wear settling behavior. It was concluded that the device functioned as designed and that user guidance was sufficient to manage the event.

Event description:
It was reported that the user experienced a libre 3 plus sensor error within the first 12 hours of wear resulting in signal loss to the ilet and an esa alert, and user education and troubleshooting were provided. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and continued device use after counseling.